Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state. G.4. K201075; k251654.

Event description:
I just had a nurse with an IV where the safety needle feature would not engage at all. She said the button would not move at all. I do not have specific dates. No harm to patient or employee in any instance. Does event 1 accurately represent the retraction failure where the button could not be depressed? Yes.